Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to implant failure.

Manufacturer narrative:
See h6, and h11. This complaint was opened from a report of a dynanail ttc revision surgery in which the implant failed. The parts were returned to be evaluated and investigated by engineering. Based on the evaluation and investigation of the returned samples, there was no abnormalities, breakages or defects noted on the device that would have led to needing a removal surgery. The information provided on the case from the reporter also made no note to the reason of needing the removal surgery. For these reasons, the probable root cause for the implant needing to be removed in unknown. The dynanail design risk matric was reviewed and the potential effect of a revision surgery is documented and accounted for under two-line items. The failure mode of a screw backing out of a bone is ranked with a detection score of 2, patient severity of 3 (device severity of 3) and occurrence of 1. The applicable potential cause is documented as insufficient friction of screw threads to bone. Additionally, another potential failure that could result in revision surgery is end caps becoming loose after insertion. This potential failure is ranked with a detection score of 2, patient severity of 2 (device severity of 2) and occurrence of 1. Potential causes of failure include insufficient torque during insertion, low friction between endcap threads and sliding element. Other potential failures that could drive the need of a revision surgery for removal include if the patient has an infection, if they are requiring a new surgery with different hardware or if there was a non-union. Since the probable root cause is unknown, the specific reason for failure is undetermined. A historical search in the time frame of 04/04/2024 to 04/03/2025 was conducted and revealed that there were 10 cases of dynanail ttc revision surgery executed to remove hardware for various reasons including this complaint. Breakdown of the ten (10) complaints are as follows: two (2) non-compliance, two (2) infection, three (3) unknown, one (1) pain, one (1) nail break, and one (1) instrument related. The hazard is an anticipated risk within the risk analysis matrix, and a without a probable root cause this is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.